Event description:
On or about on (B)(6) 2022, a smartport CT-injectable port was surgically implanted into plaintiff, reference number: h787ct80stpdvi1, lot number: 5737567. The device was implanted by (B)(6) md at (B)(6) texas for the purpose of chemotherapy administration to treat plaintiff's follicular lymphoma. On or about on (B)(6) 2022, the device began leaking medication into plaintiff's subcutaneous tissue while plaintiff was undergoing chemotherapy treatment. On or about on (B)(6) 2022, dr. (B)(6) surgically removed the device from plaintiff. Dr. (B)(6) notes in the removal operative report that the device's catheter had a "longitudinal split" and that a "manufacturing defect is suspected, as this sort of catheter disruption is not possible externally from access." As a result of having the device implanted, plaintiff has, allegedly, experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone corrective surgeries, and has suffered financial or economic loss, including, but not limited to, obligations for medical services and expenses, and present and future lost wages.

Manufacturer narrative:
The customer's reported complaint description of catheter fractured (and leaked) cannot be confirmed, since no complaint sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A potential root cause for the reported catheter fractured failure mode is pinch-off syndrome; which is cautioned in the device dfu as potential complication. Device history record review of the indicated packaging/assembly/component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the instructions for use, (14608102-01) which is supplied to the user with this item number, contains the following statements: absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. If the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Caution: avoid piercing catheter with suture needle. Potential complications: catheter disconnection or migration, catheter fragmentation, catheter pinch-off, drug extravasation (leakage), erosion of vessel and skin, inflammation. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Pinch-off syndrome: pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. Warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Note: if infusion or aspiration is successful upon lifting arm above the head and turning the head, consider pinch-off syndrome as a possible cause. The line should be radiologically evaluated if pinch-off syndrome is suspected. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference: (B)(4).